Manufacturer narrative:
The field service engineer also replaced the liquid level detection (lld) board of the sample pipetter. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The troponin t hs reagent lot was 642405 with an expiration date of 30-nov-2023. Upon review of the alarm trace, several sample clot and sample short alarms were observed. The customer's quality control data had some outlier results. The field service engineer checked the degasser, the tubing, and the pressure sensor. No issues were found. Nozzles were cleaned and flushed. The customer performed calibration and quality controls; all results were acceptable. The investigations further determined the measuring cells were due to be exchanged. The cells were replaced and a cell blank calibration was performed. The instrument performance check was acceptable. The customer ran calibration and quality controls; all results were acceptable. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs assay on a cobas e 801 analytical unit. The reporter also mentioned quality control sampling issues. The sample initially resulted in a troponin t hs value of 52.4. The following day, the sample was repeated on the same and a second analyzer, resulting both times in troponin t hs values of < 3 accompanied by a data flag. No units of measure were provided.